Event description:
It was reported the patient presented for a routine generator exchange. Interrogation prior to the procedure revealed the right ventricular lead exhibited noise and low pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition.